Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification and according to the memory log of the meter the readings indicated during the event were 216 mg/dl, 201 mg/dl, 161 mg/dl, and a "lo" reading.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 216 mg/dl, 201 mg/dl, 116 mg/dl and "lo" mg/dl within 10 minutes. A "lo" message indicates a reading less than 20 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.